Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl, while wearing the pod between 25 and 36 hours. The pod reportedly detached from the abdomen, causing the cannula to dislodge. As treatment, a new pod was placed.